Manufacturer narrative:
All available information was investigated, and the reported damaged packaging was not confirmed via returned device analysis; however, damage to the carton of the shelf carton was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported damage to the shelf carton could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sterility unknown. It was reported that the customer received the outer box of the clip delivery system (cds) was received torn and damaged. It is unknown at this time if the sterility is intact. The cds was not opened or used in a procedure. There was no patient and involvement and no clinically significant delay in the procedure. No additional information was provided.